Event description:
According to the literature article titled "the aortic root replacement with the freestyle stentless bioprosthesis for infective endocarditis associated with aortic annular destruction' the sjm valve was explanted due to endocarditis. During the procedure, prosthetic valve dehiscence was observed. The pt underwent an aortic root replacement and a larger 21mm 23mm bioprosthesis from another MFR was implanted. The pt was in stable condition postoperatively and discharged.